Event description:
A caller reported a malfunction on the pump, identified by the code "malf 9". There was no adverse impact to the customer's blood glucose level. The caller had not previously reset the pump for this malfunction, so customer technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer resumed her sensor session successfully and acknowledged the instructions to call back if issues reappeared. Additionally, after resolving a cartridge error alert, she planned to load a new cartridge once off the line with support. No further problems with insulin supply were reported.